Manufacturer narrative:
(B)(4).

Event description:
On january 27, 2020, the lay user/patient contacted lifescan (lfs) USA, alleging his onetouch ultramini meter was reading inaccurately low compared to another device (emt meter, brand not reported). The complaint was classified based on information obtained from the customer service representative (csr) documentation and additional information obtained during csr follow-up with the patient on (B)(6) 2020. The patient reported that the inaccuracy issue with the subject device began at 5:11 p.m., on (B)(6) 2019. The patient claimed that he usually obtained blood glucose readings of ¿160, 161 and 170¿ mg/dl¿ on the subject meter which he believes to now be inaccurately low. The patient manages his diabetes with oral medication (metformin, 1000 mg) which he takes twice daily (between 8-9 a.m., and then again between 8-9 p.m.,) and he denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported that on (B)(6) 2020, at 6:30 p.m., he couldn¿t ¿breathe well, collapsed on the floor¿ and that he couldn¿t ¿stand on [his] own¿; the patient was unable to confirm during follow-up whether he associated these symptoms with a low or high blood glucose excursion. The patient indicated during the follow-up call that his wife found him ¿collapsed on the floor¿ and immediately contacted the emergency services team (emt). Upon arrival, emt reportedly checked his ¿heartbeat, blood pressure and tested with their meter¿; allegedly obtaining a blood glucose result of ¿200 mg/dl¿ before taking him to hospital at 7:22 a.m. The patient advised during the follow-up call that he was treated by a healthcare professional with the following: ¿sodium chloride (0.9%); diphenhydramine (50 mg); toradol (30 mg); metoclopramide (10 mg); magnesium sulfate (2 g) and, ondansetron (4 mg).¿ the patient advised during the follow-up call that, following treatment, it took him until around 9:30 ¿ 10 a.m., to begin to feel better and stated that he was discharged from hospital at around 1 p.m., on (B)(6) 2020. At the time of troubleshooting, the csr confirmed that the unit of measurement was set correctly on the subject device at the time of testing; that the patient was following the correct testing procedure and that an approved sample site was used to obtain the results. It is not known if the test strip vial was intact, if the strips had been stored properly; if they were open beyond their discard date and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse event and received hcp treatment for an acute high blood glucose excursion after obtaining the alleged inaccurately low blood glucose readings on the subject device.

Manufacturer narrative:
The meter associated with the complaint was returned and evaluated by lifescan (lfs) with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot.  The review did not identify anything that could adversely impact product performance or function. If lfs obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lfs considers this matter closed.